Event description:
Ous MDR - after an implantation period of approx. 116 months, it was reported that the shock impedance was temporarily out of range. High variability in the thoracic impedance was observed as well. No adverse patient side effects have been reported. The lead is currently still implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included a shock impedance trend curve from december 2017 and december 2018. The base shock impedance was around 75 ohms with outliers to >150 ohms between may and june 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.